Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 330 mg/dl, and was addressed by changing the cartridge and delivering a correction bolus. Review of the pump data logs for the reported event date showed that the cartridge was filled with 300 units of insulin, and initially displayed an accurate fill estimate of over 120 units. However, the customer attempted to reload the cartridge, and received a minimum fill message. The customer loaded a new cartridge successfully and resumed insulin delivery. Reportedly, the pump displayed an accurate fill estimate.